Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini single twelve pocket had failed. A field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini single twelve pocket failed where it cannot be open. The customer reported that they were unable to dispense the medications due to this malfunction. There were no adverse events or injuries reported based on this event.